Event description:
It was reported that patient has a complaint about glare & halos with an intraocular lens (iol) that was implanted in the patient¿s operative eye. There are no issue regarding visual acuity (va) (1.0 for distance), but daily activity is affected especially at night time. An explant was performed and replaced with monofocal iol. Vision pre-operative: far: 0.8 near: j4 (decimal). Vision post-operative: far: 0.5 near: j2. There was no vitrectomy, incision enlargement, or sutures required. Patient status was reported as temporarily impaired. No other information was provided.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown/not provided. If explanted; give date: exact date not provided. Only provided as (B)(6). Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that section "d2' of the initial MDR report was inadvertently populated with incorrect information. The information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section d2: common device name: lens, multifocal intraocular section d2: device product code: mfk additional information: section d9: device available for evaluation? Yes section d9: device available for evaluation: yes date returned to manufacturer: 12 aug 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received for evaluation. Visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.